Event description:
As reported, before use in patient of this swan ganz catheter, the balloon was ruptured. There was no allegation of patient injury. The catheter was received for evaluation and the balloon did not inflate due to a tear and the edges of latex did not appear to match at the torn location.

Manufacturer narrative:
One swan ganz catheter was received by our product evaluation laboratory for a full evaluation. The report of balloon issue was confirmed. Balloon did not inflate due to a tear, approximately 3mm, near the proximal balloon bonding site. The edges of latex did not appear to match at the torn location. All through lumens were patent without any leakage or occlusion. No visible damage or abnormality was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As part of the device manufacturing, the units go through a balloon inflation process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.